Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a video clip of the da vinci-assisted surgical procedure. A review of the video clip was conducted by the isi clinical development engineer (cde) and isi failure analysis engineer (fae). At approximately 23:20 minutes into the video, there were no fragments observed. Around 8 seconds later, the harmonic ace and maryland bipolar forceps (mbf) were obscured but it appeared that the harmonic ace was dragged across the mbf and a metallic piece fell off to the right side of the screen. At 23:34, the mbf opened and left a metallic piece. At 23:40, a lower metallic piece was observed. Therefore, the source of the fragments is from the mbf due to the harmonic ace dragging against it while still be activated. This failure is typically attributed to mishandling/misuse.

Event description:
It was reported that during a da vinci-assisted surgical procedure, there were silver fragments observed inside the patient. The customer was unsure if the fragments came from the maryland bipolar forceps. There was no third party instrument/accessory being used. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.